Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional ecgs) was confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon evaluation, the cable connecting ECG c and d had broken brown (lead 1-) and green (belt dischg) wires inside the distribution node (dn). The cause of the non-functional ecgs is the broken wires. The root cause of the broken wires is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.